Manufacturer narrative:
No information of the loosened stem is available up today. Batch review performed on 27 may 2019: lot 080525: (B)(4) items manufactured and released on 23-apr-2008. Expiration date: 2013-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to stem loosening 8 years and 10 months after primary. Unquantified wear of the double mobility liner was reported (causality not established). Stem, liner and head have been revised. Stem details are not available at the moment.